Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm or reproduce the reported complaint. The device was serviced and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly powered down after 1 hour of use. There was no harm or serious injury reported as a result of this incident.